Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump ran out of insulin in the middle pf night and they changed the reservoir and infusion set blood glucose went down. The customer¿s blood glucose value was 304 mg/dl. The insulin pump will not be returned for analysis.